Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/a33, basic occlusion and occlusion test. There was no a33 alarm noted. There were minor scratches to the lcd window, scratches on the reservoir tube window, cracks on the reservoir tubelip, cracks on the battery tube threads, stained address/serial number label, and the end cap sticker is missing.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual priming process. The customer's blood glucose was 8.9 mmol/l. The drive support cap did not appear to be damaged. The discontinuation of the device was advised. Nothing further was reported.